Event description:
It was reported by the pt that as a result of having the product implanted, she has experienced pain, nonexistent sex life, and will likely undergo corrective surgery of mesh removal.